Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. The manufacturer received information alleging kidney disease and cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to the device. The manufacturer received information alleging kidney disease and cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that 14 error was logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. White dust-like contamination at the air inlet and the inside bottom of the blower box. Missing all non-slip pads on bottom enclosure. Missing both non-slip pads on humidifier bottom enclosure and confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Missing all 4 non-slip pads from bottom enclosure. Humidifier wire harness routed incorrectly during manufacturing. No adverse effects as a result. The air outlet port had light dust-like contamination in it. Air inlet had light white dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Light dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: problem code, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.